Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a two prodisc c sk devices at c5-6 and c6-7 on (B)(6) 2024. Three months later, on (B)(6) 2024, the patient had a removal of the c5-6 sk implant, which was replaced by a second sk implant on a larger height. A review of the DHR found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level defined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the harms. The implant was removed in april 2024 and was not returned following the removal surgery. Therefore, no device evaluation could be completed. Additionally, no imaging was provided. There were no anomalies identified during the complaint investigation. The removal was completed due to the implant being undersized. The submission is 1 of 1 devices involved in this event.

Event description:
A patient (39 yo female) was implanted with a two prodisc c sk devices at c5-6 and c6-7 on (B)(6) 2024. Three months later, on (B)(6) 2024, the patient had a removal of the c5-6 sk implant, which was replaced by a second sk implant on a larger height. This removal was identified during the investigation of (B)(4), which was a recent removal completed on the same patient.